Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic bariatric procedure. The needle fell into the cavity of the patient. It was retrieved with a grasper. The device was also difficult to toggle, difficult to load, and difficult to unload. The surgical time was extended by more than thirty minutes due to the product problem. In order to resolve the issue and complete the case, opened additional reloads. There was no patient injury or harm. The patient status is alive, no injury.